Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion at the ethylene oxide (eto) valve case. Based on the results of the investigation, the most probable cause was component failure, the ethylene oxide valve case had a crack causing a leak leading to the corrosion of the ethylene oxide (eto) valve case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that black and red plastic-like residue was on the electrical connector, it looked like something melted on the very end of the electrical connector. The issue occurred upon receipt, the same day the scope came back from repair. There were no reports of patient involvement.